Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining the results of 586 mg/dl and 215 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she gave her self 10 units of novolog and ate dinner based on how she felt and what she was about to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.